Event description:
Customer reported the measured tidal volume was increasing while in use on a patient in CPAP mode. The customer reported there was patient involvement with no harm to the patient.

Manufacturer narrative:
Pr#: (B)(4). Patient information was requested and the customer stated the patient information is not available.